Event description:
Approximately one month ago, the pt experienced a return of symptoms. In addition, the pt felt a "burning in his back and swelling on the left side". The hcp had increased medication 4 times without any changes. At the time of the report, the pt stated he had only slept 2 hours in the past 4 days", he was at home and reported his status as serious. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.